Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing disconnected at the tubing connector. The patient's blood glucose level was normal and the issue occurred with two infusion sets. No further information available.